Event description:
Per the audiologist, the patient presented at the clinic with a "weeping" infection over the incision site. The patient reported no change in performance, and continues to wear the device. The patient is being monitored every three days and a revision surgery is planned, but had not been scheduled at the date of this report, early 2009.

Manufacturer narrative:
This type of event is addressed in the device labeling.